Manufacturer narrative:
Section d9: device available for evaluation? Yes section d9: date returned to manufacturer: sep 30, 2021 section h3: evaluated by manufacturer: yes device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics. The lens was cleaned, and no cosmetic issues were identified. The complaint issue cannot be confirmed and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Manufacturer narrative:
Weight and ethnicity: unknown/asked but unavailable. Date of event: the exact date is unknown, the best estimate is from march 11, 2021 through june 23, 2021. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to mechanical complications. Another johnson & johnson zxt150 lens diopter 22.0 (different model and lower diopter) was implanted as a replacement. There was no patient injury such as capsule tear and no medical or surgical intervention such as incision enlargement, vitrectomy or sutures. At the time of this report, it was stated that the patient outcome is unknown. No further information is available.